Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 alarm (variable info 3) confirmed in the pump history due to broken trace on u1 keypad assembly. Unit also received with damage display window cover and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure after self-test. The customer's blood glucose value was 5 mmol/l. Customer is able to complete pump rewind. Fill cannula was recorded in daily history. The insulin pump passed self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.